Event description:
It was reported that the right ventricular (rv) and superior vena cava (svc) coils had decreasing and low impedances. Both defibrillator epicardial patches were inactivated and a new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.